Manufacturer narrative:
During testing, it was found that the distal pressure sensor calibration had drifted out of tolerance. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The device was returned to the svc ctr with a report from the customer contact that the device was out of range during the distal occlusion test. However, during verification testing at the svc ctr, the distal pressure sensor calibration had drifted out of tolerance.